Event description:
It was reported that the right ventricular lead had high thresholds and small r-waves. An additional pace/sense lead was placed in the right ventricle. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, implanted: 2012. (B)(4).